Event description:
It was reported to boston scientific corporation that a resolution clip was used during a clipping procedure performed on (B)(6) 2012. According to the complainant, during the procedure the clip failed to deploy. It is not currently known if this device exhibited a failure to release scenario. The procedure was completed with another resolution clip. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4) - the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.